Manufacturer narrative:
Two (2) used. List #ib-ch2000s, spinning spiros¿ were returned for evaluation. As received the spiros mechanics were activated and no visible damage or anomalies were observed, no mating device was returned for evaluation. The spiros were tested as per procedure and no internal/external leaks were observed. The spiros meet the torque test residual and the male luer complied with iso design specifications. Complaints of leaks cannot be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed tot he reported complaint.

Event description:
It was reported that a spinning spiros¿, closed male luer generated a leak during patient use. The reporter stated "leakage between ib-ch2000s and luer lock of the infusion set." The event occurred during infusion. The mating device involved is an infusion set. The event was not detected prior to patient use. There was no serious injury/death, blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical/surgical interventions were required. The device was replaced with no further problems encountered. There are two problematic devices and only 1 was returned for investigation and was received from a quality assurance (qa) technician. The same lot device sample is not available. The mating device is not available to be tested. There was patient involvement and no patient harm.